Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's left lead has high impedances, and the right lead has migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction b5: additional information received reports that both leads migrated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that both leads migrated. Surgical intervention was undertaken on (B)(6) 2025, and the leads were explanted and replaced.